Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with pauses noted on the electrocardiogram (ECG) and insulation damage. Rv lead was capped and replaced. No patient complications have been reported as a result of this event.